Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been provided despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5055775. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50 batch/lot number: (B)(6). Serial number: 5055740 model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).